Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) lead stretched. Full lead returned and analyzed.

Event description:
It was reported at implant attempt, a competitor's guidewire would not come out of the lead. It was also reported the guidewire could not be advanced through the lead. When attempting to remove the guidewire, it became stuck near the pin. When pressure was applied, the lead broke. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.